Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was tested before a device replacement procedure and noise was observed. Therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.